Event description:
Additional information received indicated that due to the procedure that was needed to be done the patient felt tired and had a slow heart beat for a week. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to pocket infection and erosion. Reportedly, the device site was red, swollen, bleeding, sensitive to touch and painful. Moreover, the field representative validated that one of the leads was protruding from the device pocket. There were no additional adverse patient effects reported. The pacemaker was explanted.